Event description:
Reportedly, there was no evidence that any pacemaker dysfunction led to the death of the patient on the (B) (6) 2009. From a pacing standpoint, a loss of a capture was suspected by the physician the day before the death, leading to a low escape v rhythm. As a matter of fact, some safer switches are documented in memories on the (B) (6) before the events, and the egm deflections are so low that may only be related to post-pace polarization. It appears that the switch criteria were not reached before the death, which led to a sustained bradycardia. This may have induced an ischemia potentially leading to v arrhythmia. The physician wanted to increase the heart rate (i.e. Cardiac output) applying the magnet. Its operation may have induced a vt after some t-wave pacing spikes which were documented, which the physician was eventually not able to rescue. Coming from all available data and the sequence of events, it is probable that the safer worked as designed. The a lead may have lost capture. The reason of the low of a capture has not been determined before the death. Assuming that the investigator was not able to determine the real root cause of the death (loss of capture=>brady=>ischemia=>vt or pace on t=>vt). It has been requested to, at least, proceed to an expertise of the pacemaker to show it is still operating properly.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.